Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose f 400 mg/dl with polydypsia, polyuria, nausea and trace ketones associated with an inaccurate delivery and call service alarm issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter stated that the patient received phone advice from their healthcare provider. During troubleshooting with customer technical support, it was revealed that the basal history did not match the active basal program. It was reported that the pump emitted cs 064 alarm during a bolus and prime. Cts instructed the customer to change tubing and reboot the pump. The customer was able to complete a rewind, load, and prime. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.